Event description:
A customer reported that the uom setting on their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon. Uom was selectable and was received at mmol/l. The 0300 and 0015 errors were observed in the error log indicating battery droop. Meter is operational.